Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent a breast augmentation revision with mentor memorygel breast implants 450cc. The patient experienced baker grade IV capsular contraction on the left side and baker grade ii capsular contraction on the right side post operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient underwent bilateral device removal and explantation with saline mentor smooth round moderate plus profile breast implants 800cc, catalog number 3502800, serial numbers (B)(4) on the right side and (B)(4). On the left side on (B)(6) 2019. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed on it. In addition, the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process manufacturer¿s reference number: (B)(4).